Event description:
It was reported that 50 different bd insyte¿ autoguard¿ shielded IV catheters' needles were difficult to retract. The following information was provided by the initial reporter: "catheter can¿t separate well with needle after puncture into skin. The push tab of hub is difficult to push down and the cannula sometimes follows the catheter tubing into the skin. The product has an abnormal sound during the push-down movement. It sounds like rubbing against the metal. It might suggests that there is too much silicon fluid or the inner diameter of the catheter tubing was too small."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Based on the event description, difficulty threading the catheter may have occurred. This can be the result of many different scenarios. Unfortunately, the photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Additional inspections or investigation into the reported defect could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 50 different bd insyte¿ autoguard¿ shielded IV catheters' needles were difficult to retract. The following information was provided by the initial reporter: "catheter can¿t separate well with needle after puncture into skin the push tab of hub is difficult to push down and the cannula sometimes follows the catheter tubing into the skin. The product has an abnormal sound during the push-down movement. It sounds like rubbing against the metal. It might suggests that there is too much silicon fluid or the inner diameter of the catheter tubing was too small."